Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that 2d shots were being taken by the user to find isocenter. The kv (voltage) was very high and the ma (amperage) was not at the default setting. This caused some bad images. The voltage was not able to be adjusted, causing repeated bad 2d images. The procedure was delayed by less than one hour and there was no impact on patient outcome.